Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30001901l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: 1. Non-biosense webster inc. Product: st. Jude medical brk 1 transseptal needle. 2. Non-biosense webster inc. Product: st. Jude medical sl1 8.5 fr sheath.

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase, while in the right atrium and using cartosound to look for the cavotricuspid isthmus (cti) line the patient blood pressure dropped significantly. Cardiac tamponade was confirmed by intracardiac echocardiograph (ice). Pericardiocentesis was performed to remove 180 cc of fluid from the pericardium. The patient was reported to be in stable condition at the end of the procedure. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk 1 transseptal needle and a st. Jude medical sl1 8.5 fr sheath. There¿s no information regarding generator parameters, overall time for ablation, last ablation cycle and irrigation flow settings. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds.